Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced erosion, physical pain, and additional impairments, and will require additional medical treatments.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The mesh was removed on (B)(6) 2008 due to pain, incontinence and erosion. During the (B)(6) 2008 surgery, another sling was implanted. (B)(4).

Manufacturer narrative:
It was reported that the patient concurrently underwent rectocele repair and perineoplasty.

Event description:
It was reported that the patient concurrently underwent rectocele repair and perineoplasty.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele, rectocele, uterine prolapse, and urinary incontinence.